Event description:
The complainant reported a patient was implanted with an impella cp device for hemodynamic support. It was reported that there was a defective impella catheter. The pump was disconnected and the catheter was replaced. Arrhythmia-induced cardiomyopathy (aic) was restarted to resume successful primary percutaneous coronary intervention (ppci). No harm or injury was noted.

Manufacturer narrative:
The impella device has been returned for evaluation. Clinical details determined the cause of the product damage was likely due to a use-related hole in the catheter, resulting in the blood to ingress through the catheter to the red handle. This report is being filed as part of a retrospective review of historical records.